Event description:
It was reported that the bladder of a small volume folfusor ruptured. This issue was described as a ¿burst pump¿. This issue was observed prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: h4: the lot was manufactured between december 17-18, 2024. H11: the device was received for evaluation. During visual inspection, the bladder was observed ruptured. The reported condition was verified. The external and internal surfaces of the bladder and the rupture line were examined for evidence of markings, abrasions, gouges, holes, or embedded particulate matter along with any surface defects on the stress-member for any signs of abnormality which may have caused the device to rupture. No signs of abnormality were found on the ruptured bladder. The cause of the condition was determined to be a manufacturing issue. Additionally, the potential for bladder ruptures exists as bladders are manufactured with rubber. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.